Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that a baby fell through the side rail of the stretcher. No adverse consequences or injuries were reported .

Manufacturer narrative:
No adverse consequences or injuries were reported. The customer reported that the child was allegedly not supervised at the time of the event. The customer has ordered pads for the side rails and the staff has been retrained on use of the stretcher.

Event description:
It was alleged that a baby fell through the side rail of the stretcher. No adverse consequences or injuries were reported .

Event description:
It was alleged that a baby fell through the side rail of the stretcher. No adverse consequences or injuries were reported .